Manufacturer narrative:
May 2019 quarterly report. Exemption e2013025. The total number of events for product classification code otp is 16. Qty 2- avaulta plus biosynthetic support system. Qty 6- avaulta plus biosynthetic support system- anterior, sterile. Qty 5- avaulta solo synthetic support system- anterior, sterile. Qty 3- unknown bmd women's health mesh product.

Event description:
May 2018 quarterly asr.